Event description:
It was reported that the procedure was to treat a de novo lesion in the superficial femoral artery (sfa) with 100% stenosis, mild calcification and mild tortuosity. The hi-torque (ht) command 14 guide wire failed to cross due to a resistance with a microcatheter and got stuck. The ht command guide wire had resistance when removing from the microcatheter but was removed independently. The coating was noted to be peeling off. Another ht command 14 guide wire was attempted to be used but with the same issues with the microcatheter. Possible issue was the microcatheter so the device was replaced and another ht command 14 guide wire was used completing the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the microcatheter encountered resistance during advancement and removal over the guide wire. Factors that may contribute to difficulty advancing or removing a microcatheter over the guide wire include, but are not limited to, inner diameter of the balloon catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the balloon catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, it is possible that manipulation of the guide wire, when resistance was met, contribute to the reported peeled core; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced in b5 is filed under a separate report number.